Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the keyboard was defective. A field service engineer replaced the malfunctioning keyboard to rectify the problem. Furthermore, the usb port for the usb keyboard was also changed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es keyboard was unresponsive, necessitating a hard reboot of the station each time, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.